Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to observations of brady pacing not delivered when required after being implanted for only a year. No additional adverse patient effects were reported.